Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation the specific cause of phenomenon could not be identified as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The manufacturing date cannot be identified because the serial/lot number is unknown. The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, they are experiencing a b30 scope communication error, with no image, and fuzzy image. The event was identified during the procedure. There is no report of patient or user harm associated with the event. The related records with the complaint are as follows: see related complaints: (B)(4)